Event description:
Boston scientific received information that this pacemaker's battery depleted faster than expected and reached end of life (eol). The pacemaker was explanted and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory detailed analysis indicated that the allegation was confirmed. The device operated with a current drain at the bin boundary. There was a possibility that the device current bin did not match the programmer's current bin for longevity calculation. It was suspected that the device switched bins for longevity calculation. This current binning issue was already being addressed.